Event description:
I have been experiencing breast implant illness for the past 7 months. Multiple hosp and dr visits and blood test, MRI, ultrasounds to find nothing, all coming back normal when I know my own body and something is wrong. Being only (B)(6) years old with a healthy lifestyle and feeling perfectly healthy before implants, and now after implants all these horrible symptoms that I have never experienced before implants just appear over time after implanting. Few of the symptoms are heart palpitations, shortness of breath, joint pain, fatigue and headaches. I could go on about the way that this device has affected my life negatively and especially my health with no other test to run. It had to be these implants slowly causing havoc in my body overtime. FDA safety report ID# (B)(4).